Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, displayed a green colored image. The issue was found before the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the protector of the video cable section was cut, and the device displayed a green image due to a broken video cable. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the green colored image was a cut in the video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to h7, h9.